Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection. It was noted that the infection was being treated and that the patient was discharged from a hospital. Further information was received that the patient had cellulitis/infection in the left posterior shoulder at the vns site. The generator was hp sterilized and passed all specifications prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.